Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device experienced another high-pressure alarm and the line clotting off. The patient was being discharged home with peripherally inserted central catheter (PICC) line and IV veletri. The patient was able to successfully continue their continuous infusion. The infusion was life-sustaining. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.